Event description:
It was reported that, two weeks after a successful atrial flutter ablation procedure, a patient died due to an esophageal fistula. The procedure took place on (B)(6) 2013 and the patient deceased at the hospital on (B)(6) 2013. Upon request, additional information was provided stating that approximately two weeks after the procedure; the patient was admitted to the emergency room complaining about indigestion. The patient underwent several investigative tests. The patient suffered a cerebrovascular incident while at the hospital and died subsequently a few days later. The autopsy revealed a possible esophageal fistula but it was not possible to find any corresponding hole in the atrium. The physician assessed the event as possibly procedure-related.

Manufacturer narrative:
(B)(4). It was reported that, two weeks after a successful atrial flutter ablation procedure, a patient died due to an esophageal fistula. The procedure took place on (B)(6) 2013 and the patient deceased at the hospital on (B)(6) 2013. Per the event description, the unit was serviced and no errors were found. As part of the service performed to the unit, the selector knob was properly placed and the mdv board was calibrated, these findings does not represent any device failure and does not contribute to the reported event. Functional and safety test was performed as well as pm. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution. Management is notified of failure analysis through the monthly trending reports. No significant trends have been identified at this time; therefore, no CAPA activity is required. Customer¿s complaint was not confirmed.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system: model #: fg-5400-00m, serial #: (B)(4). Cool flow pump: model #: m-5491-02. Serial #: (B)(4).